Event description:
Star close used, no mention of it being made with nickel. Which I'm allergic to. I have not healed, have pain in my leg and a rash that constantly itches. I feel sick all the time now and have been told this cannot be removed. I blame abbott labortories for not posting what the star close is made of. I have to live with this the rest of my life.